Event description:
Device 1 of 2: reference MFR. Report# 3006705815-2018-02156. Additional information received, the issue was resolved. Therapy was achieved post operatively.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report# 3006705815-2018-02156. It was reported the patient experienced ineffective stimulation. As a result the patient underwent surgical intervention wherein both leads were explanted and replaced.